Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, st. Jude medical brk transseptal needle, st. Jude medical agilis sheath. (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, but not while actively ablating, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 650 ml. Patient was reported to be in stable condition. Patient required overnight hospitalization as a result of the adverse event. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the rv (right ventricular) catheter. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath used was a st. Jude medical agilis. Generator was set on power control mode with standard parameters. Ablation was not being performed at the time of the adverse event. Overall ablation time at the site of injury was approximately 15 (undefined). There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min during low flow and 15 ml/min during high flow. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure. Follow up was performed, and it is not known if the rv catheter was a bwi product. As a result, this event will conservatively be reported under the ablation catheter.